Event description:
No additional event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were corrected: d4 (lot number) the following sections were updated: d10, g4, g7, h1, h2, h4, h10 d4: UDI# (B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified two 3.0mm threaded pins. As returned, the threaded feature of both pins is fractured. Only one of the threaded pieces was returned. The returned piece shows damage along the entire length. Both pins exhibit damage near the fracture site in the form of circumferential grooves. Scanning electron microscopy (sem) analysis noted the threaded pin fracture surface showed excessive smearing along with biological debris, both of which obscured the evidence of crack initiation on the fracture. Indications of a torsional overload fracture with suspected crack exit region identified on the fracture. Ductile overload dimples identified in the non-smeared areas on the fracture surface. Energy dispersive x-ray spectroscopy (eds) semi-quantitative elemental analysis of the threaded pin showed that it was consistent with stainless steel. Sem noted the threaded pin fracture surface showed excessive smearing along with biological debris, both of which obscured the evidence of fracture artifacts and crack initiation site. Indications of a torsional overload fracture with suspected crack exit region identified on the fracture. Fracture surface free from biological debris showed smeared lines and no evidence of artifacts that would suggest an overload or a fatigue mode of failure. Device history record (DHR) was reviewed and no discrepancies were found. A definitive root cause cannot be determined. A possible contributing condition to the event is the patient's high bone mass density described by the operating surgeon. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: foreign - (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-03747.

Event description:
It was reported that threaded pins were used and one broke intra-operatively when drilling due to the patient¿s high bone mass density. A broken pin was left inside the patient body. No additional patient consequences were reported.